Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported that they are occasionally being shocked by their stimulation. They noted that this usually happens when they bend over or move in a certain way. The patient indicated that this has been occurring for a few months, but was not sure of the specific date. No contributing factors were reported. Impedances were checked, and all were within normal range. It was mentioned that the patient did have an x-ray done to see if their leads had migrated, but it was concluded that they did not. The rep reprogrammed the stimulation using different electrodes, and the patient will try using the new program. The patient was to reach out to the rep if further reprogramming is needed. It was noted that the issue was resolved at the time of the report. No further complications were reported or anticipated.